Manufacturer narrative:
The service engineer observed that the table's roll cylinder was faulty. He removed and replaced the cylinder and tested the table to verify proper function. Internal CAPA issued.

Event description:
During a scheduled preventive maintenance, the service engineer observed that the table was drifting in the roll cylinder. There was no patient involvement.